Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, two of the three thermocouple modules on the simplicity probe were detached during the procedure.

Manufacturer narrative:
One disposable simplicity electrode was received for investigation. The medial and proximal electrodes were detached exposing the conductor wires below. Abbott is performing further investigation.

Manufacturer narrative:
One simplicity radiofrequency electrode was received for evaluation. The device was returned due to detached electrodes. The medial and proximal electrodes were detached exposing the conductor wires below. The probe was bent out of specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached electrodes and bent probe is consistent with damage during use.

Event description:
The procedure was completed with standard rf needles and both detached modules were accounted for outside of the patient. The patient was stable with no complications, however, is being followed at a clinic with persistent pain and is waiting an urgent mr.